Event description:
On (B)(6) 2012 customer reported that the deionized (di) water reservoir on the dxc 880i was leaking and it resulted in a puddle on the floor. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument the same day and determined that the di water reservoir was not leaking. Fse stated that the leak came from the sample mixer wash station and that the gravity drain was not allowing the wash station to drain properly. Fse adjusted tubing so that it would drain correctly, however, the leak continued. Fse set up another service visit for (B)(6) 2012. On (B)(4) 2012 fse performed service on the instrument. Fse replaced the gravity sump drain line and the instrument operated for 2 hours without any problems. Fse stated that the leak was resolved. However, during the repair fse noticed the lid on the gravity waste sump was cracked. Fse ordered a new gravity waste sump. On (B)(6) 2012 fse returned and replaced the gravity waste sump. Fse tested quality control, verified service and all met specified requirements per established procedures. No further issues were reported.

Manufacturer narrative:
(B)(4).